Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The shaft, collar, and tip were microscopically and visually examined. There was blood present inside the device. Inspection of the device revealed that there was a partial shaft separation at the collar. The polytetrafluoroethylene (ptfe) was still attached and not separated inside the collar and shaft. There was damage to the end of the shaft separation and a slight kink just distal of the separation. There was only a slight kink present during analysis; however, it was most likely that the shaft got severely kinked at the collar/shaft transition, resulting in the partial separation of the shaft and the difficulty advancing.

Event description:
Reportable based on device analysis completed on (B)(6) 2021. It was reported that the catheter was kinked. A guidezilla guide extension catheter was selected for use. During the procedure, it was noted that the catheter was kinked and could not be delivered into the lesion. The procedure was completed with another of the same device. No complications reported and patient was stable post procedure. However, device analysis revealed a shaft separation.